Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the ipg was inoperable and unable to be charged. As such surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.